Manufacturer narrative:
The insulin pump was received with broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump was dropped and portion that holds the reservoir, half of it left only. The customer¿s blood glucose level was unknown. The customer also reported that the screen of insulin pump had scratches. The insulin pump will be returned for analysis.